Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. The customer reported waking up to a blood glucose of 400 mg/dl. It was found the customer had changed their infusion set twice in attempt to lower their blood glucose. Customer had treated their blood glucose with a bolus delivery. It was also found the customer felt like throwing up and eyes were burning due to their high blood glucose. Troubleshooting found the customer had tiny air bubbles in their reservoir. Customer was able to resolve their air bubbles with troubleshooting. Insulin was also able to exit from the customer's tubing. Customer declined to troubleshoot any further. Customer's blood glucose was 303 mg/dl at the time of the call. No additional information provided.